Manufacturer narrative:
Quality engineer reviewed the three (3) screws returned. There was considerable amount of bone / tissue residue present on all three screws. One sample exhibited broken tip and another sample exhibited some damage to the threads. No other out of specification conditions were identified. The damages observed were likely due to customer use / handling of the device.

Event description:
It was reported, the doctor was doing a hyoid case. After the screws were placed he pulled them to make sure they were intact, all three screws came from out of the mandible. The case was not completed and no patient impact. Incisions were made on the hyoid and under the mandible. The screws will be sent in for evaluation. The doctor has also requested blood work for the patient to make sure nothing is wrong with his bones. Per the sales rep, no extra force was used when assessing the proper placement of the screws.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: three (3) screws were attempted to be implanted. The other 2 are: lot # 0205452765, manufactured 10/03/2011, expiration 10/02/2013 and lot # 0206279542, manufactured 10/22/2012, expiration 10/22/2014. (B)(4). Method - no testing methods performed. (B)(4).